Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 78 mg/dl after they regained consciousness, 75 mg/dl at the time of admission, and 120 mg/dl at the time of the call. The customer used food and was given juice and food to treat. The customer experienced symptoms such as shakiness and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated they received 20 to 30 insulin units without their input after changing their site. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.